Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient had a heart transplant on (B)(6) 2020 due to frequent shocks from their implantable cardioverter defibrillator. It is unknown if the frequent shocks were appropriate or not. The patient's condition was stable and was noted to be doing well afterwards.